Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The totally occluded, 2.5x16mm, concentric target lesion containing a lesion bend of >=90 degree was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug-eluting stent was selected to treat the target lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. Struts on the most distal stent row were damaged and bent proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No kinks or damage were noticed along the shaft polymer extrusion of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).